Manufacturer narrative:
Section d4, g5: correction. Section h4: additional information. Section g9: the initial report was sent with an incorrect first MFR number (2916596). The correct number is 3003306248. Manufacturer's investigation conclusion: review of the device history record for centrimag 2nd gen. Primary console, s/n (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The reported event of an s3 alarm was confirmed via the log file extracted from the returned centrimag console. Per the log file, multiple s3 alarms were observed on (B)(6)2020 at 15:32 correlating to ¿power button inconsistent¿ sub-faults. The console was not observed to be in patient use during these events, and the console was shut down shortly after. The returned centrimag console (serial number (B)(6)) was functionally tested at mcs zurich and mcs burlington and was found to perform as intended throughout all testing. The console¿s power button was replaced at mcs zurich as a precaution due to the observed sub-faults within the log file. The serviced and tested console was returned to the rental pool after passing all tests per procedure. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D3; g2 correction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag console was giving s3 error code and was returned for repair.